Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed self test. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, . No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons sometimes required multiple presses to respond. The customer's blood glucose level was unknown. The insulin pump also had random no delivery alarms and had error codes. The insulin pump will not be returned for analysis.